Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) reviewed the instrument data and concluded that this event is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular components contained in the plasma portion of the sample that impacted the proper dilution of the sample by the imt (integrated multisensor technology) probe. The data shows no evidence of quality control being out of range. The samples that were tested prior to and after the initial run of sample ID (B)(6) did not show elevated na and cl results. The cause of the discordant, falsely elevated na and cl results is due to poor sample quality. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant na result was not reported to the physician(s) due to a delta check, which indicated that the result did not match with a result previously obtained for the patient. The discordant cl result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, resulting lower. The cl result was not obtained on an alternate dimension vista instrument. The corrected cl result was not reported to the physician(s). The corrected na result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.